Manufacturer narrative:
The subject device was returned to olympus with a customer description ur (users request) of " there was a staple stuck in channel of the scope and thus the channel maybe damaged ". The subject device was evaluated and inspected. Device evaluation service repair noted unable to duplicate the user¿s request . No leak found during leak test. Brush and forceps passage were normal. Service repair noted after boroscope check, found no sign of physical damage done to the instrument channel. Furthermore, the following findings during inspection were noted below: switch/camera (scratches at switch1), control knob mv (play, loose), d/e plastic cv / c-body (minor dents and scratches), ob lens (objective lens) (worn glue), lg lens (light guide) (worn glue), nozzle (deformed), a-rubber glue (crack), insertion tube (chip it boot / minor scratches), lg (light guide ) tube (minor scratches). Supplemental report(s) will be submitted should any relevant new information is available and or received. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
It was reported that a boston scientific clip (third party, non olympus clip) fell out of a tjf-q190v scope (serial number (B)(4)) into a patient. The issue found during an ercp (endoscopic retrograde cholangiopancreatograph) procedure. There was no patient harm or injury reported due to the event. No user injury reported. According to the reporter, prior to this event, the subject scope was used on two cases where apparently, according to the reporter, the clip was stuck in the scope for two cases until they discovered the issue. Per the reporter, the investigation in their end is ongoing and there are no known patient harm or infection as a result of the event. This report is for the 1st case ( 1 of 2 cases with "the clip was stuck in the endoscope for two cases "). This report is related to a report with patient identifiers (B)(6).

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Repair history review: the subject scope was not repaired in the past year. The suggested event was that the subject scope, in which clip from past procedure remained, was used for the procedure. Relation of subject scope to suggested event: the suggested event was scope failure. No adverse event has been reported. A nonconformity such as affecting the suggested event was not found from the scope. DHR review : a review of the device history record found the subject device was shipped in accordance with specifications. Conclusion: we were not able to specify the root cause. From investigation result obtained the suggested event likely occurred in the following mechanism: 1.clip, which was sucked into the biopsy channel due to user¿s mishandling, could not be discharged by reprocessing and remained inside the suction channel (between the k-mount and suction connector). 2. User¿s reprocessing was different from IFU recommendation, and the inspection prior to use was inadequate. Therefore, the clip kept remained in the suction channel until the suggested event occurred after procedure for which the clip was used. The phenomenon/ event can be preventable . Users can detect the suggested event properly by handling the device in accordance with the following instructions for use (IFU). IFU (instruction for use) states as follows: ¿operation manual: 4.2 insertion: air/water feeding and suction: suction: avoid aspirating solid matter or thick fluids; instrument channel, suction channel, or suction valve clogging can occur. If the suction valve clogs and suction cannot be stopped, disconnect the suction tube from the suction connector on the endoscope connector. Turn the suction pump off, detach the suction valve, and remove solid matter or thick fluids. Reprocessing manual: 1.4 precautions: all channels of the endoscope, including the instrument channel, and all accessories used with the endoscope during the patient procedure, such as all valves, must be reprocessed after each patient procedure, even if the channels or accessories were not used during the patient procedure. Insufficient reprocessing of these components may pose an infection control risk to patients and/or operators.¿ operation manual: 4.2 insertion: air/water feeding and suction: suction: avoid aspirating solid matter or thick fluids; instrument channel, suction channel, or suction valve clogging can occur. If the suction valve clogs and suction cannot be stopped, disconnect the suction tube from the suction connector on the endoscope connector. Turn the suction pump off, detach the suction valve, and remove solid matter or thick fluids. Reprocessing manual: 1.4 precautions: all channels of the endoscope, including the instrument channel, and all accessories used with the endoscope during the patient procedure, such as all valves, must be reprocessed after each patient procedure, even if the channels or accessories were not used during the patient procedure. Insufficient reprocessing of these components may pose an infection control risk to patients and/or operators. Olympus will continue to monitor complaints for this device.